Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-04492. The patient has two leads (with different lot numbers). It was reported the patient had 2 out of 12 programs working on her programmer. The issue was increasing the amplitude with these programs; it turns down and will not allow amplitude increase. Follow up identified the patient had an x-ray. It was reported the x-ray showed she has a lead that is twisted and has migrated. The patient reported she no longer had coverage in her legs and feet; only coverage in her back. The patient was working closely with her physician to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.